Event description:
Country of complaint: (B)(6). The knot security is not guaranteed and it caused a dehisce (a cut or wound that gapes or bursts open). A few hours after surgery; intestinal anastomosis, the pt was submitted for an add'l procedure due to serious bleeding. The knots were 40% dissolved.

Manufacturer narrative:
MFR site eval: sample received - 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Pack received is tight. With only 1 sample received we can not carry out a proper analysis on the knot security test (we need at least 10 samples to do a proper analysis). The knot security control of the sample received and the results are within spec. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified).